Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. A manual correction injection was administered to address elevated bg. Customer changed pump supplies to address the issue.